Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. It was reported the patient was not hospitalized due for peritonitis. Treatment for peritonitis was not reported. Patient outcome was not reported, however it was reported that the "examinations" were performed 31 days after event diagnosis and the results had "returned to normal". Pd therapy is ongoing. No additional information is available.